Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a primary plumset that was observed to have leakage on filter vents during an infusion of oxaliplatin. There was no adverse event reported.

Manufacturer narrative:
H10 - no product samples or videos were returned for evaluation. An image was provided which shows a new, in package set with a circle indicating the drip chamber vent. Detail concerning the condition of the drip chamber filter vent material or the condition of the cap subassembly are not able to be determined from the information provided. No leak is evident from the new set imaged. The device history review for lot #4186608 was reviewed and no non conformities were found that would have led to the reported complaint. The complaint cannot be confirmed.